Event description:
It was reported the patient's inflatable penile prosthesis had fluid loss from an unidentified location. The cylinders and pump were replaced with new 21cm x 12mm cylinders and pump. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.